Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) died suddenly at home while speaking. Due to poor documentation, the cause of death was unable to be determined, but it was reported that it was most likely a result of cardiac arrest. This patient was involved in a clinical study and the clinical study investigator noted that it is possible that the patient's death was related to the device. No previous allegations against the device function had been reported.

Manufacturer narrative:
The device has not been returned, and it is not expected to be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.